Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde (ercp) cholangiopancreatography procedure in the pancreas, performed on (B)(6) 2022. Post procedure, the patient experienced post ercp pancreatitis (pep), and pain that caused prolonged hospitalization. The patient was given zofran, compazine, fentanyl, tylenol, dilaudid, pericolace, decadron. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, a stent removal procedure was performed. The stent was successfully removed via cold snare upper gi endoscopy without any complications. There was no new stent implanted following the procedure. According to the physician's assessment, it was not possible to tell if the advanix biliary stent had contributed to the patient's pep.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient's year of birth was 1978. Patient codes (B)(4). Impact codes (B)(4).